Manufacturer narrative:
The investigation reviewed the customer's qc results and found outlier results. The investigation reviewed the system's alarm trace and found "water reservoir level too low" alarms. The investigation is ongoing.

Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.2 (hba1c) results for one patient tested on a cobas 4000 c (311) stand alone system. The patient's initial hba1c result was reported outside the laboratory. The patient complained to the laboratory. The customer performed repeat testing with the sample. (B)(6). The hba1c reagent lot number was 59190201 with an expiration date of 30-jun-2023.

Manufacturer narrative:
The customer reported further imprecision for hba1c. The investigation reviewed the provided calibration results and there were no errors observed. The customer reported the cuvettes were last replaced in (B)(6)2021. The customer replaced the cuvettes and reported no further issues. For monthly maintenance, product labeling states, "replacing reaction cells and cleaning incubator bath: reaction cells deteriorate over time. To ensure reproducibility of measurement results, you must replace the reaction cells and clean the incubator bath." The investigation determined the event was consistent with improper system maintenance. The investigation did not identify a product problem.